Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The research coordinator reported that while the patient was at home, he experienced chirping noises from the pump. The patient was admitted to the hospital for suspected lvad malfunction. A vent filter sample submitted to the manufacturer showed traces of titanium and evidence of fluid ingress. As a result, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl) in an attempt to dry out the pump. The patient also listed 1a on the transplant list due to device end of life symptoms, and the patient was subsequently transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.